Event description:
(B)(4). Pain on back, joints, muscles; headache and migraine; pain on lower belly, weakness all over body and mind; remembering problems; menstruation interference; swelling, obesity.